Event description:
It was reported that a customer called and stated that they wanted to talk with someone regarding the gynecare intergel usage in 2003. Customer stated that the use of this product has caused pt lymphomia. Customer stated that they were told that there is gynecare intergel is their lungs.